Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between 20apr2017 and 21apr2017. The device was received for evaluation. Visual inspection with naked eye verified that the bladder was ruptured. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter; nor were any surface defects noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an folfusor device ruptured after filling. The folfusor was filled with 67.5ml 5fu diluted with 28.5ml of g5% for a total volume of 96ml. There was no patient involvement. No additional information is available.